Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed on drawer and hh cubie pocket. A field service engineer reseated the bus cables, replaced the moab, and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had failed hardware on drawer 5.2. The customer reported that there was no delay to the patient's workflow since they managed to get the medication from another station. There were no adverse events or injuries reported based on this incident.